Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fever and cloudy fluid. The cause of the events was not reported. It was reported the patient was hospitalized for the events. Treatment was not reported. During hospitalization the patient experienced sepsis and subsequently passed away. The cause of death was reported as due to sepsis. It was not reported if an autopsy was performed. It was reported pd therapy was ongoing prior to death; however, it was not reported if the patient was performing therapy at the time of death. No additional information is available.